Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported thatt the cassette that doid not want to run in using the cadd legacy pump. Another pump has come in, but the IV still won't run in. The pharmacy then prepared a new cassette and this cassette is connected to a cadd-solis pump. This again caused problems: occlusion alarm. Infusion will not run in. Then the 1st cassette that was made was connected to this pump and to everyone's surprise it ran well. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample received consist in two (2) cassette products from part number 21-7302-24. One (1) sample was received in used conditions, decontaminated and inside in a plastic bag. Second sample was received in unused conditions with its original packaging. Visual inspection results: samples received don?t present any damaged, kink, cut. Sample received in used conditions was received without blue clip and without cap assembled. Functional testing: samples were filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. There were no relevant findings detected in the DHR.